Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the catheter broke near the hub during slitting. The physician had to grasp the remainder of the catheter with a hemostat in order to continue the slitting. The remainder of the catheter was successfully removed. No patient complications have been reported as a result of this event.